Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post implant the right ventricular (rv) lead had dislodged, where it had dropped from the right ventricle septum to the apex. There was low sensing and high threshold. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.